Event description:
It was reported that during a laparoscopic liver resection procedure, the jaws just came apart. Presumably the two parts of the jaw broke away from each other. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.